Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation confirmed the user¿s report. The evaluation found a faulty cable unit had caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, during an unknown procedure, there was no video on a cv-190, evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. Section e2: multiple attempts were made to obtain additional information with no response received; it is unknown if the initial reporter is a health professional. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit due to damage related to user handling. As stated in the instructions for use, as a preventive measure: · "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." · "be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back particularly."